Event description:
Caller reported potential false positive results on troponin I (tni) when testing on triage protiler sob test with pt plasma. Pt arrived on (B)(6) 2009 presenting with chest pain. Pt received venous draw at 2:17 pm with edta tube and specimen spun down to plasma before testing. Testing on triage sob test gave a positive tni result. Pt then sent to cardiologist who reported a negative tni with unk instrumentation. First facility was alerted of result and re-ran pt sample on a different triage test with negative tni result. Pt sample then re-run on sob w45034 at 3:45 with another positive result. Caller also reported two additional incidents with sob tni results of 0.11 and 0.13 which were negative at cardiologist's office. Both samples are from unk dates and no longer available.

Manufacturer narrative:
Investigation pending.